Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-arm (c-ring) of vh-4000 did not appear to have "natural curvature" that they normally noted upon many years' of use. C-arm was "straight" and did not allow for ease of capturing vein. Case was technically difficult due to this issue. Case was able to be completed without incident. There were no parts broken, missing, or that came apart from device, nor were any parts necessary to retrieve from patient. They did not open any other devices; case was completed with this device. Customer states there was no case delay. There was no injury to patient.

Manufacturer narrative:
Trackwise#: (B)(4). CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.¿

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4,d-9, g-3, g-6, h-2,h-3, h-6, h-10. A lot history record review was completed for lots 3000379692, 3000380314, and 3000379218 the last 3 lots shipped to the account prior to the event/aware date. Lot 3000379692 and 3000380314 . There was one (01) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. The lots # 3000379218 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system h3 other text : device not returned.